Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Strings from tampons tore [device breakage] case narrative: consumer reported via social media that tampon strings have tore. No injury reported.